Event description:
It was reported that during a stenting procedure in the heavily calcified left internal carotid artery (lica), the emboshield nav6 migrated proximally during advancement of the rx acculink stent delivery system (sds). Both the rx acculink sds and the emboshield nav6 were removed without difficulty. A second emboshield nav6 was inserted into the lica. The lica was balloon dilated and the rx acculink stent was successfully implanted. A planned, second rx acculink was implanted in the left common carotid artery to complete the procedure. The following day, the patient experienced a transient ischemic attack with confusion, incoherent language, and profound gait instability lasting five minutes. The condition resolved without treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation. Therefore, a failure analysis of the complaint device was unable to be completed. A review of the lot history record indicated that all lot release testing met acceptance criteria and revealed no non-conformances that could have contributed to the reported event. A query of the complaint-handling database indicated that there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.